Event description:
Rn drawing patient's blood through catheter. Difficulty drawing at first. As she tried, the syringe tip broke off in the port. Rn clamped off the line and retrieved the tip with a sterile forcep. Catheter being acessed was a permanent right atrial catheter.